Event description:
It was reported that the device had no telemetry and no pacing. It was explanted and returned, with a report of eri (elective replacement indicators). There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry, and no output conditions were the result of lifted hybrid bond wires.